Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hernia procedure, the subject device was used. After more than 30 minutes since the surgery began, probe damage error occurred and the tissue pad of the subject device was separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.